Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a hartmann's reconstruction procedure, the surgeon reported that at the time of using the mechanical suture (stapler) and performing the subsequent leak test, it was observed that there had not been a correct closure of the anastomosis, with leaks by various areas of the anastomosis. The surgeon proceeded to close the anastomosis by means of traditional manual suture.